Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. There was no patient involvement, as the customer was using an alternate pump at the time of the reported event.